Event description:
A caller reported encountering a cgm error 42 with their device. There was no adverse impact on the customer¿s blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the cgm error code did not reappear. The caller was able to successfully start their sensor session.